Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va2xkw7); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that probably about a month and a half ago they found out there was "a little wire or something that was not touching where it was supposed to" and patient had revision or replacement procedure on tuesday (B)(6) 2025 to correct this. Patient did not know further details about what the problem was or what the procedure included. Patient has an upcoming follow up appointment with managing doctor.